Manufacturer narrative:
Results and conclusion summation - balloon ruptures may occur due to, but not limited to, manufacturing, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with patient anatomy or interaction with associative devices. In this instance, it was reported that the lesion had moderate calcification, was eccentric, with 99% stenosis which may have contributed to the rupture. Since the device was able to be prepared for use, and used for a cut, this rupture appears to be related to the circumstances during the procedure; however, without the device to analyze a root cause for the reported discrepancy cannot be definitively determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that the procedure was to treat a lesion in the mid lad. The first cut was done at 15 psi and a second cut was done at 30 psi and then the balloon ruptured. A new flexi-cut device was used to complete the procedure. Reportedly, there was no patient injury. No additional event or patient information is available.